Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+5.5/025 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles and iris-endothelium touch. The surgeon will perform exploration of retropupillary space to try to liberate possible posterious peripheric synechiae. The patient's post-op best-corrected visual acuity was 20/80.

Manufacturer narrative:
The lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens to be within specifications. (B)(4).